Manufacturer narrative:
Due to character limitation in e1: full event site name: n m wadia institute of cardiology a getinge field service engineer (fse) checked all functions of the machine found no issue. Connected the ECG of phillips monitor with the patient, found ECG is coming on the monitor. Connected the iabp with monitor via interface cable. Check and found that ECG on iabp is similar to each monitor display. Iabp is working okay.

Event description:
It was reported by the customer that during routine check the cs300 intra-aortic balloon pump (iabp) external ECG was not working. There was no patient involved.